Manufacturer narrative:
The device with the lens was returned. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger is at the trailing optic edge. The lens is advanced just past to mid-nozzle. The trailing haptic is folded in on the optic. The leading haptic is extended. No lens or device damage is observed. Product history records were reviewed and the documentation indicated the product met release criteria. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. No problems are observed with the returned device. The plunger, lens and haptic positions are acceptable. No lens or device damage is observed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been two other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported a preloaded intraocular lens (iol) delivery system was broken.additional information was requested.